Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Fractured locator abutment of the zest dental was received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest part/lot number information. Visual inspection was performed as a retuned product and it was noted that abutment fractured at thread minor diameter. In addition, visual inspection found calcification inside the broach of the abutment. Coronal surface of the abutment is in good condition. No manufacturing defect was noted. Therefore, based on the evaluation, the malfunction had occurred, abutment fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device was not returned.

Event description:
It was reported that a locator abutment (imloa002) fractured and was successfully removed.